Event description:
It was reported by the customer "staff advises this device was inserted (B)(6) 2022 by one of our specialist inserters under ECG guidance. Line was located in r basilic vein. Staff advised patient presented for routine review however on assessment it was noted there was swelling at PICC insertion site. On inspection the line was flushed and fluid noted leaking at the insertion site. Line was immediately removed. Mark at skin was 8cm, skin to hub measurement 18cm." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) of refw1261 showed one other similar product complaint(s) from this batch number. The complaints for this batch number have been reported from the same facility in new zealand.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed. The product returned for evaluation was 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 12 and 13cm mark on the catheter body. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer "staff advises this device was inserted (B)(6) 22 by one of our specialist inserters under ECG guidance. Line was located in r) basilic vein. Staff advised patient presented for routine review however on assessment it was noted there was swelling at PICC insertion site. On inspection the line was flushed, and fluid noted leaking at the insertion site. Line was immediately removed. Mark at skin was 8cm, skin to hub measurement 18cm." No other information was provided.